Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: corrected: d4 (expiry date, primary UDI number), h4. H6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the prong of the tfna fem nail ø11 130° l170 timo15 appears to be bent, this condition can be related to inability to assemble and/or disassemble/release mating devices. In addition, the lock prong was observed disassembled from the lock drive. The observed bent condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However, with the evidence provided a definitive cause could not be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø11 130° l170 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 04.037.142s. Lot # 9414p26. Manufacturing site: werk selzach logistik. Manufacturing date: 01.jan.2023. Expiration date: 24.jan.2024. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the locking mechanism of the tfna fem nail ø11 130° l170 timo15 was broken and deformed. The fracture surface was examined, and no issues related to material was observed. The fracture surface suggest that the rupture may have been caused by be in contact with an other device. The broken fragment was not returned with available information the complete potential cause can not be established. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. However the complaint allegation can be confirmed due to the damage observed on the device. The surgical technique guide tfn-advanced proximal femoral nailing system (tfna) was reviewed. The instruction for assemble helical blade are mentioned. Assemble helical blade insert the connecting screw and thread in until it is fully captured in the helical blade impactor. The connecting screw will remain attached to the instrument. Select the appropriate helical blade length as measured. Align the back end of the helical blade with the impactor. Further, thread the connecting screw into the helical blade and finger tighten the assembly. Pass the helical blade impactor assembly through the guide sleeve and align the red line on the impactor shaft with the red line on the guide sleeve. Advance the helical blade as far as possible by hand. Use light hammer blows on the back of the connecting screw until the impactor comes to a stop at the back of the guide sleeve. In the final position the yellow line on the guide sleeve is in alignment to the yellow line on the impactor. The helical blade must be fully inserted. Precautions: image intensifier should be used during helical blade insertion to monitor positioning. Assure that the guide wire is in place while inserting the helical blade to prevent the cannulation from clogging, impeding an optional augmentation procedure. Rotational locking engaging locking mechanism against rotation the preassembled locking mechanism in the nail must be advanced to control the rotation of the blade or screw. Pass the 5 mm flexible screwdriver through the cannulated connecting screw and insertion handle until it is seated in the hexagonal recess of the locking mechanism. Turn clockwise to advance the locking mechanism. Advance the screwdriver down until it stops completely, then back the screwdriver off by turning counterclockwise 1/2 turn (180 degrees). The helical blade or screw is now locked in rotation but can still slide. Precaution: if the locking mechanism is not turned back 1/2 turn after initial tightening as described above, controlled collapse and compression of the fracture may not occur. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 130° l170 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument manufacturing date: 28-feb-2024 expiration date: 01-jan-2034 part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm ¿ sterile lot number: 9414p26 (sterile) lot quantity: (B)(4) nonconformance noted: n/a. Component parts were not reviewed as the reported complaint condition of ¿could not lock¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. A manufacturing record evaluation was performed for the finished device with batch number 9414p26. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 04.037.142s, lot: 9414p26, manufacturing site: werk selzach logistik, manufacturing date: 01 january 2023, expiration date: 24 january 2024, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the photo. Visual analysis of the photo revealed that the prong of the tfna fem nail ø11 130° l170 timo15 appears to be bent, this condition can be related to inability to assemble and/or disassemble/release mating devices. In addition, the lock prong was observed disassembled from the lock drive. The observed bent condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However, with the evidence provided a definitive cause could not be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø11 130° l170 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent surgery for intertrochanteric fracture. During the surgery, the nail could not be locked, and the tail cap could not be fully embedded. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.